Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that after intraocular lens (iol) implant procedure, the patient ended up in -5 diopter myopic post surgery. Additional information has been requested. The product and patient details has been received.